Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer reported that 7 of their adc devices were identified on adc notification recall list. There were no alleged adc device problem related. There was no report of an adverse event or third-party intervention related to this issue. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. This is 5 of 7 submissions. All pertinent information available to abbott diabetes care has been submitted.